Manufacturer narrative:
Trend analysis: no trend considering the following event was identified: cord fraying. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that after the initial placement of the stabilizing cord, the set screws were removed to reposition. There was evidence of the cord fraying so the entire cord was removed and a new stabilizing cord was implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the cord damaged was sent back for investigation. The visual examination showed that the cord was frayed on different areas (see pictures). This was detected after the user had to re-position the screws. This cord could not be used anymore and a new cord was taken. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. The surgical technique describes the correct cord insertion. It is described that the set screw has to be inserted into the cord guide (tip first). Turn the set screw one turn using the hex screw driver. The final tightening is described as such "while maintaining the cord tension, tighten the set screw to a torque of 4nm using the torsion torque driver. Repeat the same procedure for the contralateral side". Root cause analysis: root cause determination using rmw: failure of surgery due to wrong selection of components or use in combination with device => possible, it is possible that the user used a torque wrench wrench which was not indicated in the surgical technique. Cord rupture during tightening due to user misinterprets the 4nm indication and applies too much torque to the set screw causing damage to the cord => possible, it is possible that the set screws were tightened more than 4 nm. Cord rupture during tightening due to user misinterprets the 4nm indication and applies too much torque to the set screw causing damage to the cord => possible, it is possible that the set screws were tightened more than 4 nm. Conclusion summary: it was reported that after the initial placement of the stabilizing cord, the set screws were removed to reposition. There was evidence of the cord fraying so the entire cord was removed and a new stabilizing cord was implanted. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The visual examination showed that the cord was frayed on different areas. The frayed areas on the cord must have occurred after the insertion of the set screws into the screws. There are two possible root causes for this cord fraying. Either the set screws were fully tightened into the screws before cord tensioning was applied or the set screws were tightened not according to surgical technique. According to surgical technique the set screw has to be inserted into the cord guide (tip first) and not fully. Afterwards, the cord tensioning has to be applied. After cord tensioning the final tightening of the set screw will be done to a torque of 4nm using the torsion torque driver. If the cord tensioning was done after the final tightening of the set screws this can lead to cord fraying. The other root cause can be that the set screws were tightened more than 4 nm or that a torque wrench was used which was not indicated for this treatment. However, an exact root cause could not be determined. The need for corrective measures is not indicated at that time and zimmer gmbh considers this case as closed. Should additional information become available that changes the assessment a follow up report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a dynesys lis, stabilizing cord, 200 on (B)(6) 2017. It was reported that during surgery, after the initial placement of the stabilizing cord, the set screws were removed to reposition. The reporter noticed "evidence of the cord fraying" so the entire cord was removed and a new stabilizing cord was implanted. The surgery was completed with 25 minutes delay.